Event description:
Information received from the field does not address the patient's clinical status but notes that the device was found in back-up mode. An attempted software download was unsuccessful, therefore the device was replaced.